Event description:
Per the clinic, the patient experienced a skin breakdown. The device was subsequently explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection, exposing the receiver/stimulator through the scalp. Subsequently, the patient was placed on a 2-3 months course of antibiotics (type not reported). The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.